Manufacturer narrative:
All operating currents are within specification. Off no power alarm functions properly. No blank display noted. No damage found on the lcd isolation tape noted. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that the insulin pump had a blank display and the customer replaced the battery several times. The customer's blood glucose level was unknown. The customer declined to troubleshoot and requested a replacement device. No further details were reported.